Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had continual emergency backup battery (ebb) faults. The system controller was exchanged.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm could not be confirmed. No log files were available, and the system controller (serial number unknown) was not returned. The information provided indicated the system controller was exchanged. Multiple attempts were made to obtain additional information from the customer regarding the serial number of the exchanged system controller, log file availability, event date, and if products will return; however, no additional information was provided and to date, no product has been received. The root cause of the backup battery fault alarm could not be conclusively determined during this investigation. Device history records could not be reviewed due to the serial number of the heartmate 3 system controller not being reported. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the IFU can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU (rev. D) section 2 ¿ ¿system operations¿ and the heartmate 3 patient handbook (rev. A) section 2 ¿ ¿how your heart pump works¿ explain the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The heartmate 3 lvas IFU (rev. D) section 7 entitled alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The heartmate 3 lvas IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.